Event description:
Pt on infusion of phenylephrine, rate unknown, when infusion pump alarmed and shut off. The pump was exchanged and the infusion continued. While the infusion was stopped, the pt's bp decreased. The infusion was reinitiated using a different pump and the rate was increased to stabilize the bp. No permanent injury.